Event description:
Info received indicates the brake casters will lock and hold but will turn if the stretcher is pushed from the side.

Manufacturer narrative:
The technician replaced the left head brake caster to repair the stretcher.